Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a corail pinnacle surgery the doctor reamed with the 54 reamer and tried to implant a 56 pinnacle cup. This did not stayed in place at all so he asked and implanted a size 50 ogee cemented cup.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : conclusion: as a result of the findings it has been determined that the complaint part was deemed to be within specification for product code 121722056, work order (B)(4). In relation to the complaint statement noted above. This complaint is unconfirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.